Event description:
It was reported that touchscreen did not respond properly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, requested no further assistance, and no additional follow-up was completed by technical support.